Event description:
It was reported that the patient underwent a lumbar fusion surgery. It was reported that the tip of the driver was broken off. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed the driver shaft tip has been broken off at the assembly joint of the inner shaft. The broken off portion of the shaft is missing and was not returned for analysis. Some indication of torsional overload, as evidenced by the circular witness marks and fairly flat outer diameter. Unable to analyze broken off portion of inner shaft. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.